Manufacturer narrative:
The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 6.5 years post-implant, it was reported that the pump speed was not able to be maintained when the patient was connected to his power module. The manufacturer's technical service personnel reviewed the patient's event history which indicated pump speed reductions, pump stoppages and driveline disconnected alarms. No alarms were able to be reproduced and no damage to the driveline was seen. It was reported that the patient was not symptomatic at the time of the event.